Manufacturer narrative:
Evaluation summary: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following laser-assisted penetrating keratoplasty with clear lens extraction, as the optic arm was moved up and away from the patient, the cut cornea was dislocated, which left the anterior segment of the eye open. Subsequently, the intraocular lens (iol) also dislocated outside of the eye, and ended on the patient's nose. The surgeon implanted an iris-fixated lens and performed a vitrectomy. The surgeon then proceeded to complete the corneal graft suturing. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: sample is not expected to be returned for evaluation. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on the manufacturer's acceptance criteria. No patient file was provided and according to the log files no treatment was performed on the recorded event day ((B)(6) 2016). A log file review for the possible event day ((B)(6) 2016) was performed. Review of the log file for this day shows during start-up of the system the vacuum check, the energy check and the ablation tests were performed without error. Two treatments were successfully finished at that day without any error message. The log file shows no deviation between planed and performed energy is detectable for these treatments. But even without patient file, it could be determined that the user performed the surgeries with a high energy setting. The root cause cannot be determined conclusively with the information provided. The manufacturer internal reference number is: (B)(4).